Event description:
Father reported that the customer's insulin pump has been alarming button error. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.